Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, noise oversensing and low pacing impedance were observed. One high ventricular rate (hvr) episode was noted on the egm. Programming change was made. The patient was stable before, during and after the change. The patient is being monitored.